Manufacturer narrative:
During testing, the device was programmed to deliver protocol of lidocaine: dose = 1.8 mg, rate = 27 ml/hr, vtbi = appx 405 ml for a duration of 15 hours. The device passed the programmed protocol and is functioning per design. The probable cause was not found based on device testing. Device logs were then reviewed by engineering. Based on the logs, the pump did, as reported, deliver one infusion at the reported rate of 1.8 ml/hr. The customer¿s complaint is confirmed. The cause is the receipt of an auto program specifying a dosage of 0.12 mg/min (which calculates to 1.8 ml/hr). The probable cause of the incorrectly programmed ap appears to be that it was programmed 1.8 ml/hr when it likely intended 1.8 mg/min. The auto program was correctly processed by the pump and the program (at 0.12 mg/min = 1.8 ml/hr) was confirmed by the operator pressing [start] [yes]. Engineering evaluates the probable cause as user error at the emr (defining the auto program incorrectly) and at the pump (manually confirming the incorrect program). Engineering evaluates the pump operated correctly per design.

Manufacturer narrative:
Device evaluation is expected; however, it is not yet complete.

Event description:
The incident involved a plum 360 infusion pump. The customer reported that the pump had a lidocaine drip and air pointing up on the display screen. The pump was infusing 1.8 ml an hour instead of 1.8 mg per minute. The pump had been infusing at the wrong dose for 15 hours but there was no harm to the patient. There was a patient involved, but there was no harm.